Event description:
It was reported that after the spinal surgery was over, it was noticed that there were more set screw caps remaining in the driver than were used in the procedure, indicating that there were screw caps from a previous surgery remaining in the driver. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.